Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) incorrectly interpreted supraventricular tachycardia as ventricular tachycardia. No intervention was performed. Patient condition was stable throughout.

Event description:
New information received notes that programming changes were made. Patient condition was stable throughout.